Event description:
During review of the vns programming history, it was found that a faulted system diagnostic test was performed on 01/24/2012. A final interrogation was not performed following the test and the patient's device was initially interrogated and found to be at "faulted" settings at the next visit.

Manufacturer narrative:
Analysis of programming history.